Event description:
It was reported that the customer experienced difficulty pressing the quick bolus/wake button on the pump, which required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in troubleshooting the issue, including removing the pump from its case and adjusting the button press technique, but the button remained challenging to press. As a resolution, technical support arranged for a pump replacement and guided the customer on how to put the pump into storage mode and return it using a pre-paid label within 10 days. The customer was informed about the process and will continue to use the current pump until the replacement arrives.